Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. However, it was received with stripped battery cap coin slot, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had low and high blood glucose. The customer also mentioned she was unable to remove the battery, due to some cracks on battery compartment. The customer encountered low blood glucose of 46mg/dl, which she treated with peanut butter. The customer believes she over bolused and now her blood glucose was 600mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back up plan.